Manufacturer narrative:
D4 - expiration date: corrected. D4 - primary UDI number: corrected. H4 - device MFR date: updated. H3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected and there was no damage or anomalies were observed. During the functional testing, a leak was observed between the tubing and female luer of the cassette. The luer tube bond was separated and the tube and bond pocket was observed. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond however, root cause analysis is being addressed under a formal CAPA investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was a liquid leakage from the side of the tube when injecting the solution. This during priming.